Event description:
A talent stent graft and two aneurx limbs were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the aorta measures 21-24mm. It was reported that patient presented emergently and it was discovered that the talent aaa stent graft had migrated greater than 5 cm resulting in a type ia endoleak. The physician speculated that the neck was long and conical during the initial implant and the implanting physician must have landed lower in the infrarenal aorta. An endurant 28x70 cuff was implanted first intrarenally. The second device, a valiant 34x100 distal main was successfully deployed next. A slight type I endoleak was observed after the stent grafts were deployed. An endurant 28x49 cuff was successfully implanted resolving the endoleak. The physician stated that the cause of the event was due to the patient's anatomy. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of a single CT image confirmed that the proximal neck was conical-shaped and ranged in diameter from 21mm - 27mm. Several still angio images during an intervention (unknown study date) confirmed that the talent bifurcate was about 6 cm below the renals; the bifurcate flow divider was near the distal aaa sac. There was contrast completely filling the aaa sac which measured approximately 6cm in diameter. An endurant aortic cuff was then seen implanted up to the level of the renals, and extended distally to just inside the migrated talent bifurcate. The valiant stent graft was then seen placed up to near the same level as the aortic cuff and extended distally to the bifurcate flow divider. The reported small type ia endoleak could not be clearly seen in the image. Another endurant aortic cuff was then seen implanted just proximal to the initially placed cuff; no endoleak was seen on this final angio image and both iliac limbs were patent. The exact cause of the talent migration could not be determined. Earlier post-implant films were not available for review, and the original position of the bifurcate post-implant is unknown. It is possible that initial low stent graft placement within the conical neck, and continued disease progression, may have contributed. The cause of the reported proximal type I endoleak seen after placement of the aortic cuff could not be determined. The conical neck may have also contributed.

Manufacturer narrative:
(B)(4).